Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The lead was explanted and replaced during routine device changeout procedure.